Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Additionally, the implantable pulse generator (ipg) had a no pulse episode which may be attributed to capture management initiating. The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.